Manufacturer narrative:
The customer indicated the device was discarded. Testing and investigation is complete. The device was not received. During the investigation, no possible causes for the customer reported leak were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The catalog number provided is the international list number that was involved in the reported event. The commodity on the international list number that malfunctioned is comparable to the commodity on the domestic list number. The domestic list number has a common device name of (B)(4) and has a 510k of k101677. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The tubing set was to be used to deliver an unspecified medication. It was reported that during priming of the tubing set prior to pt use, an unspecified volume of solution leaked at an unspecified location of the tubing set. Though requested, no additional info was provided including if the tubing set was replaced and the therapy was initiated.